Event description:
It was reported that the 7900 system monitors were blank at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supply was replaced during the service call.